Event description:
It was reported that the customer passed away. The cause of death was related to kidney complications further complicated by diabetes related reasons. The customer was not wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.